Event description:
It was reported that during regular checks the cardiosave intra-aortic balloon pump (iabp) power supply appears to have been dropped, broken off pin, and rattling noise coming from inside. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer was sent to evaluate the unit. The fse states since the power supply is currently not in stock, getinge has provided this life flight company with 2 extra batteries and the battery charging station which extended the battery run time to 4 hours was provided. The equipment passed all functional testing.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid.

Event description:
N/a